Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced a defective ps3 power supply. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system had vertical lift column failure.